Event description:
Event description guidant received information from the legal department, that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired from ventricular fibrillation as a result of the defective device.